Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 8/28/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30203887m number, and no internal actions related to the complaint was found during the review. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, there was a drop in patient¿s blood pressure. A perforation in the right ventricle outflow tract (rvot) and cardiac tamponade were confirmed by transesophageal echocardiography (tee). The tee showed large effusion. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space; however, the patient remained unstable, and a sternotomy was then performed, and perforation repair was attempted. The sutures would not hold, and the surgeon then took the patient to the operating room to be placed on bypass in order to repair the perforation. Extended hospitalization was required as a result of the adverse event, the patient was still intubated the next day and was making purposeful movements. The physician did not share his opinion regarding the cause of the adverse event. No bwi product malfunctions were reported. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The flow was set at 30cc while abating and 2cc while mapping. No error messages were displayed on any bwi equipment.

Manufacturer narrative:
It was reported that a 67-yer-old female patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. An irrigation test was performed, and the catheter failed. Further investigation revealed that the occlusion observed was related to dried saline solution inside the dome. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).